Event description:
It was reported that a patient (pt) from (B)(6) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt began treatment with dianeal 1.5% ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. On an unreported date, a break in aseptic technique occurred which was further described as the pt made a mistake and did not wear a mask (further details not provided). The same date as this report, the pt experienced peritonitis and was hospitalized the same day. On an unreported date, the pt was treated with injection amikacin (125mg) and injection fortum (500mg), (routes, frequencies and lots not reported) for peritonitis. On an unreported date, the pt was retrained in proper aseptic procedures for pd therapy. At the time of this report, the pt was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported as patient made a mistake and did not wear a mask. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.